Event description:
It was reported that during a uterine ablation procedure, error code 56 was received with 3 catheters. The procedure was completed successfully. There were no adverse patient consequences reported. The procedure was extended 1 1/2 hours.